Event description:
According to the reporter, the patient's blood glucose level rose to 280 mg/dl while wearing the pod between 5 and 24 hours. It was reported that insulin was leaking from the pod site. The adhesive reportedly came off of the arm, causing the cannula to dislodge. To treat the issue, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.